Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer able to attain an accurate reading of his scs ipg battery status from his pt programmer. A replacement programmer was sent to the pt. Follow-up identified the replacement programmer did not resolve the issue. Surgical intervention will be taken at a later date to resolve the issue.